Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation if information is obtained that was not available for the initial medwatch, a follow-up without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent hardware removal of a clavicle hook plate on (B)(6) 2017. The patient fell on her shoulder and was having pain. The surgeon was going to remove the plate and revise due to the pain, but when he examined, it was discovered that the clavicle was stable and no further damage. The plate and screws were removed with no revision. Surgery was completed successfully with no report of patient harm or surgical delay. There are 5 devices in this complaint. This report is 3 of 5 for (B)(4).